Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient was admitted and underwent driveline re-routing for a driveline infection. A wrench and broken heart alarm were seen on (B)(6) 2024 around 4 am by the patient and hospital staff. The system controller was then exchanged to the backup system controller. The log files were reviewed and captured emergency backup battery (ebb) faults on (B)(6) 2024. The self test had been passed and the system controller exchange resolved the alarms. The wound culture was found to be methicillin-resistant staphylococcus aureus (mssa) positive and stenotrophomonas maltophilia positive. Status post incision and drainage (I&d) of the driveline exit site with relocation to the right lower quadrant on (B)(6) 2024 with operating room tissue culture mssa positive. This did not resolve the infection; a wound vac and antibiotics were also used in treatment. The patient was in ongoing care per the heart failure and infectious disease teams. The red heart alarm was determined to be an internal battery error. The system controller exchange resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The log files were reviewed and captured emergency backup battery (ebb) faults on (B)(6) 2024 due to a failed load test. The log files from the replacement controller were submitted and found no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.